Event description:
Users experiencing ise instable errors and received discrepant sodium and chloride results for 19 pt samples. The following 11 pt examples were determined to be discrepant for sodium. All repeat testing performed in 2009. Units of measure equals mmol per l. Sample 1, initial 130/repeat 139. Sample 2, initial 129; repeat 138. Sample 3, initial 131; repeat 140. Sample 4, initial 132; repeat 139. Sample 5, initial 134; repeat 141. Sample 6, initial 134; repeat 141. Sample 7, initial 134; repeat 141. Sample 8, initial 134; repeat 140. Sample 9, initial 130; repeat 137. Sample 10, initial 131; repeat 138. Sample 11, initial 134; repeat 140. Erroneous results were reported and corrected reports went out the following day. No patients were adversely affected. The field service representative determined the cause to be a problem with chloride electrode and pinch tubing. He reseated pinch tube and replaced chloride electrode. To verify analyzer performance, calibration, controls and multiple samples were run, with all results within specification.